Event description:
It was reported that the patient presented to the ER complaining of severe right upper quadrant abdominal pain and diarrhea for two durations. The patient was admitted for testing and was diagnosed with acute infectious colitis (salmonella colitis). The patient was treated with florastar, pepto bismol, intravenous flagyl, intravenous cipro and intravenous hydration. The patient was discharged on oral cipro 500 mg, a 2 gram solidum diet and a cardia 1800 calorie anti diabetic diet. It was reported that the event resolved without sequela on (B)(6) 2011.

Manufacturer narrative:
Lead model 3093-28, lot # v660708, implanted: (B)(6) 2011, explanted: na; programmer model 3037, serial # (B)(4).

Event description:
It was reported the patient had a CT scan of the abdomen and pelvis, complete blood count, basic metabolic panel, urinary analysis, alpha 1 globulin test, stool culture, and gastrointestinal consult performed. It was noted the patient abstained from oral food and fluids and was then given clear liquids. It was reported the patient was given pepto bismal, IV flagyl, IV cipro, and IV hydration. It was noted the patient was discharged with a prescription for cipro, two gram sodium diet, and a cardia 1800 calorie anti-diabetic diet. It was reported the patient¿s symptoms resolved without sequelae on 2011-(B)(6).

Manufacturer narrative:
(B)(4).